Manufacturer narrative:
Analysis was performed on the returned device. The reported malposition of device was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Per case details, the suture separated from the vessel due to a jerking motion on the suture during tightening. It should be noted that the electronic perclose proglide instructions for use (eifu), states: "to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerky type movements with the suture limbs." The cause of the reported difficulties is determined to be use error. The unexpected medical intervention is related to the circumstances of the procedure. It is likely that an interaction with patient anatomy or separation from the vessel is due to excessive force on the suture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6 - correction: medical device problem code 2017/failure to follow steps / instructions. H6 - medical device problem code 1562/guide was removed and code 2616/suture and 2017/failure to follow steps / instructions were added.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, after deployment of the prostyle device, (in step 4) the rail suture was pulled back and broke due to a jerky motion. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, after the prostyle was deployed with the suture harvested and cut, the rail suture was pulled back with a jerky motion. The whole suture came out of the vessel. Manual compression was used to achieve hemostasis. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, after deployment of the prostyle device, (in step 4) the rail suture was pulled back and broke due to a jerky motion. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.